Event description:
It was reported the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Event description:
The pt received two leads with the same lot number. It was reported the pt had begun to feel stimulation in the ribs. The pt stopped using the scs system. The sjm representative met with the pt for reprogramming, and was unable to resolve the issue. It was reported surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.